Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired neurostimulator, not prepping the skin with an antiseptic solution, not irrigating the incision site with antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts and using inappropriate tools have been ruled out as potential causes. However, the patient has thymoma, asthma, and is diverticular and immunosuppressed. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue was not confirmed as no infection was present. However, the patient is a poor candidate due to health, weight, age, or mental capacity (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the incision site. The patient was advised not to wear the device until the infection has healed. In addition, the patient reported loss of therapy as their knee pain has returned and thinks the neurostimulator moved. An x-ray has not been performed to confirm migration. The patient went to accident and emergency (a&e) where bloodwork was performed, there were no signs of infection, and antibiotics were not be prescribed. The patient also reported their incision was crusty, but not oozing. However, they were seen at another urgent care facility where they advised there was no infection present. The pain management team reached out to see the patient for a follow-up appointment. However, the patient declined due to work commitments. The patient is now scheduled to be seen on (B)(6) 2024.